Event description:
Patient had a thr done in the early 1990's. She slipped and fell in her kitchen wednesday morning and fractured her femur. We replaced the stem with a restoration modular and cables.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. (B)(4).

Manufacturer narrative:
An event regarding periprosthetic fracture involving a omniflex-ha hip stem w/c taper was reported. The event was confirmed. Device evaluation not performed as no items were returned. A review of the provided x-rays by a clinical consultant concluded: [¿] ¿there is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this post-traumatic periprosthetic fracture twenty-three years status-post implantation.¿ a device history review was not performed as the reported lot code was determined to be invalid. No further investigation for this event is possible at this time.

Event description:
Patient had a thr done in the early 1990's. She slipped and fell in her kitchen (B)(6) morning and fractured her femur. We replaced the stem with a restoration modular and cables.